Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact, after replacing battery cap unite power up properly. Unit passed displacement test, self test, off no power test and all operating currents tested within the spec range. Unit received with cracked battery tube thread and cracked lcd display window corners noted. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 429 mg/dl. Customer stated that insulin pump was shutting down and it was going blank with crack on screen and the battery compartment was chipping every time he puts the battery in and out for a battery change. Customer stated the last three days device was displaying low battery and he changed batteries, went to new batteries and it doesn't matter because batteries lasting half a day in the insulin pump. Customer stated insulin pump shut down on him a week ago in the middle night. Customer treated with a bolus through insulin pump. The insulin pump was returned for analysis.